Event description:
Healthcare professional reported left side, "upon explanting, noticed a rupture." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell, flat creases, weight within specification, around 0-25% of the shell is missing. A microscopic analysis was performed which identified; broken shell and curved opening with striated edge on anterior side assessed as surgical damage. Based on the device analysis the final assessment is: broken shell and curved opening with striated edge assessed as surgical damage. Missing shell that is assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.